Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited premature battery depletion. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found. The longevity anomaly was believed to be due to a programmer software anomaly.

Event description:
New information indicated the patient was in good condition post procedure.